Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon covering on the end of the vasoview hemopro tissue welder ligation device began to come off. This occurred during side branch ligation. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)